Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened after tissue had been cut. There was no patient injury. A second instrument was used to continue the procedure. The device was returned for evaluation with the knife blade exposed.